Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of noise resulting in oversensing and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. The noise could not be reproduced during provocative testing. No intervention was performed at this time. The patient was stable and will continue to be monitored.